Manufacturer narrative:
The event date was updated by the site.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. The diamondback coronary orbital atherectomy system instructions for use manual states that myocardial infarction is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
Following a procedure in which a diamondback coronary orbital atherectomy device (oad) was used to treat an 80% stenosed lesion in the mid left anterior descending artery followed by balloon angioplasty and stent placement, the ck-mb of the patient was drawn and noted to be more than ten times the upper limit of normal for the study. The patient presented with chest pressure radiating to the throat and was admitted for observation. Per the treating physician, this event was characterized as a myocardial infarction and led to a serious deterioration in the state of health of the patient which resulted in inpatient or prolonged hospitalization. The patient was discharged home (B)(6) 2019.